Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred after the customer received an auto-off alarm. Customer's blood glucose level ranged between 301 mg/dl and 321 mg/dl. Tandem technical support educated the contact on the pump's auto-off safety feature and advised the contact to consult with the healthcare provider prior to modifying the setting. Reportedly, the customer had novolog as alternate insulin therapy.